Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - clinical code - e0747 sore throat.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient stated they had been getting inaccurate readings since (B)(6) 2025. The cgm was 42 mg/dl. They did not have a finger stick to compare the reading but they did not feel low as the cgm was displaying. On (B)(6) 2025, the patient¿s cgm was reading 42 mg/dl. The patient did not have a bg meter to use for comparison. The patient¿s cgm started jumping between 40-240 mg/dl from 3pm to 405pm. The patient was wearing an omnipod insulin pump. The patient was experiencing dryness, increased thirst, and a burning feeling in his throat. He self-treated with orange juice. The patient¿s mother then took him to the emergency room. At the ER, the patient¿s cgm was reading 73 mg/dl, and the bg meter was reading 932 mg/dl. The patient was treated with unspecified IV bag. The patient was discharged at 230am the following morning (less than 24 hours) when his bg meter reading decreased to 425 mg/dl. The patient still felt weak and dizzy at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025 or on (B)(6) 2025 when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.